Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event around dinner after taking an ozempic injection, with a blood glucose value of 65 mg/dl, which subsequently rose and stabilized within approximately 30 to 45 minutes while eating. Symptoms included nausea that resolved with food and hypoglycemia. Outcomes included self-treatment with oral glucose and stabilization of blood glucose without hospitalization. Investigation included case review and user troubleshooting education focused on recognition and treatment of low glucose and timing of injections relative to meals. Investigation of this case revealed a user-reported association between the recent glp-1 receptor agonist initiation and lower glucose values, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.